Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03460. It was reported that when the patient presented in clinic for a follow up, device interrogation revealed non-sustained right ventricular oversensing episodes due to lead noise. Myopotential was suspected. The patient was stable before during and after the event. Programming changes were discussed but have not yet been made. Next follow up was schedule.